Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch #709d19. Additional information was requested, and the following was obtained: email from rep: on inspection of the device, it looks as though the metal part of the gst reload came apart from the coloured part of the reload and was stuck in the anvil of the device, which is why the device could not be reloaded. There was no patient harm, a new device was opened and the procedure carried on. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a98u9z, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 709d19, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that they could not put the reloads in the stapler. The first time went well but the problem started with the 2nd time. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.